Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown. It was reported that first time unexpected restart alarm every time after replacing the battery. The troubleshooting was performed and received another unexpected restart alarm. It was reported that they got out the hospital, and was treated with shots. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.